Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was cracked in three places. There was a battery compartment leak. There was evidence of moisture corrosion only found in the battery compartment. The pump had no vibration due to a motor alignment failure. The display screen was found to be dim and discolored. Unrelated to the battery compartment, vibration motor, and display screen, the contrast key was intermittently responding. Contamination was found under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the vibration motor was misaligned, there was evidence of moisture in the pump, and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.